Event description:
It was reported to lifecell as follows: on (B)(6) 2013, patient had a breast revision/capsulectomy. There was a drain in place which drained at first and later stopped draining. Patient had abnormal swelling and redness. On (B)(6) 2013, the patient was brought to o.r and was cultured. The patient was given antibiotics and drains were removed. Patient was started on levoquin and clindamycin. On (B)(4) 2013, lifecell was informed that the drain cultures showed growth of ((B)(6)). Strattice was left in place. The event is associated with l breast, there were no issues reported with r breast.

Manufacturer narrative:
The internal investigation into complaint related grafts included the following: review of tissue kitting records for related grafts revealed no bulges, holes, tears, wrinkles or other physical/cosmetic defects noted on the pouch; the seal integrity was acceptable for complaint related grafts. Dose audit results for sterilization were acceptable; the lot received acceptable dose of radiation for terminal sterilization. Review of the lot processing records for s11171 resulted in no remarkable findings, with no non-conformances or deviations related to the nature of the complaint. The distribution/implantation history records for reported lot revealed that there were 536 grafts released to finished goods for lot s11171, of that 326 have been distributed, including 110 reported as implanted. As per query of complaint management database, no other complaints have been reported to lifecell for the lot reported. Based on the internal investigation (with no other complaints for the lot reported), acceptable dose audit for sterilization, review of device processing records and results of the culture taken at the hospital (s. Epidermidis is a part of normal skin flora/mucous membrane and is not pathogenic), it can be concluded that it is unlikely that the product caused or contributed to the reported event